Event description:
One day prior to event date, the suspect device result was 81.0 appt. On event date, the pt had open heart surgery. Pt began to rapidly downgrade in physical health. Blood was drawn from an art-line. A lab value was 42 appt at 0600 hours. No treatment was reported. Then, at noon the suspect device read 142 and a second device result was greater than 150, compared to a lab value of 37.8. No treatment was reported. The pt threw blood clots and had neurological damage. No other info was provided. The suspect device was replaced with new product and authorized for return to the MFR for eval.